Manufacturer narrative:
Insulin pump received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage inside insulin pump noted. Unit was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner and broken battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.